Event description:
The event occurred in germany during treatment. It was reported that there is a noise coming from the oxygenator. The hls set was replaced. The patient required a va ECMO after heart surgery. No harm to any person has been reported. New information was received on 2025-12-15 that there were no visible air bubbles in the system even if aspirated. The hls set was primed three or four days before usage on (B)(6) 2025. Another surgery was performed on (B)(6) 2025 were the cannulas were replaced. Following patient information was shared: 95kg, 170cm, male, 33years old. During the second surgery the patient had additional 20,5 liters within the system according to the customers balance sheet. As there was a noise during treatment and therefore the hls set was replaced, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
New information was received on 2025-12-15 that there were no visible air bubbles in the system even if aspirated. The hls set was primed three or four days before usage on (B)(6) 2025. Another surgery was performed on (B)(6) 2025 were the cannulas were replaced. Following patient information was shared: 95kg, 170cm, male, 33years old. During the second surgery the patient had additional 20, 5 liters within the system according to the customers balance sheet. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in germany during treatment. It was reported that there is a noise coming from the oxygenator. The hls set was replaced. The patient required a va ECMO after heart surgery. No harm to any person has been reported. As there was a noise during treatment and therefore the hls set was replaced, a report is required. New information was received on 2025-12-15 that there were no visible air bubbles in the system even if aspirated. The hls set was primed three or four days before usage on 2025-12-04. Another surgery was performed on 2025-12-05 were the cannulas were replaced. Following patient information was shared: 95kg, 170cm, male, 33years old. During the second surgery the patient had additional 20,5 liters within the system according to the customers balance sheet. The affected product was investigated by the getinge laboratory on 2026-02-05 with following conclusion: the reported failure could not be confirmed. No visual or functional issues could be detected. The product functioned as expected. According to the instructions of use of the hls set (chapter safety instructions for centrifugal pump) it is stated that to listen for scratching noises when priming the system and to replace the hls set advanced if there are scratching noises. The production records of the affected product were reviewed on 2026-02-06. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "noise" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the hls set. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).